Manufacturer narrative:
A patient reported itching and removed the device. There was no reported device malfunction contributing to the itching. Due to the limited information provided in the medwatch report, no additional information could be ascertained if there was any medication intervention for the reported itching. Reporting out an of abundance of caution.

Event description:
Medwatch report mw5168605 received (B)(6) 2025 where it was alleged that ¿patient stated "I can't stand the defibrillator suit anymore, I am itching so bad I quit wearing it".